Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent microswitch was replaced, and the unit was returned to service.patient information could not be obtained after multiple attempts. Attempts were made as follows: aug 2, 2016 via phone, aug 3, 2016 via phone, and aug 4, 2016 via phone.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. The unit would not switch to mechanical ventilation when requested. The unit required the bag/vent switch to be toggled a few times to initiate mechanical ventilation. There is no report of patient injury.